Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. There was no broken conductor cables observed during visual inspection. The instrument passed the continuity test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause of frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a long bipolar forceps instrument had a broken black conductor wire. The same type of back up instrument was used. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and there was nothing out of the ordinary. The customer could not answer what surgical task was being performed when the issue occurred or if the instrument collided with any other instrument or tool during the procedure. No fragment fell into the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review and no patient demographic information was provided.